Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, the patient's right ventricular lead exhibited a decrease in sensitivity. As the patient was in chronic atrial fibrillation, the patient was downgraded to a single chamber pulse generator system and the patient's right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable.